Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
End user husband is stating that the seat upholstery is touching the crossbrace, and causing a irritation on his wife's right thigh on the underneath. End user husband is stating that she is in the chair all day, and has a foam cushion which is not a invacare cushion. He states he took a piece of wood that flexed and put it in between the cushion and the seat and it hurt his wife's back. He states that he put a 6in x 6in board on the right side to lift the seat up and it caused his wife more pain. No medical attention sought.